Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that the anchor was broken during the procedure. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device appears totally broken and in three pieces. The reported complaint was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to an excessive force or an incorrect angle used during the procedure, however it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot/serial number 1l49266, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a posterior cruciate ligament operation, it was observed that the biointrafix tbial sh lrg 30mm device broke after insertion into the bone tunnel. The procedure was completed using another device. No patient consequence and no surgical delay was reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.